Manufacturer narrative:
Product event summary: four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the devices (B)(6) passed functional testing and visual inspection; the batteries were able to adequately connect to a controller. Failure analysis of (B)(6) revealed that the spring in the connector was damaged. The damaged connector did not allow the battery to properly connect to a test controller. Log files covering the reported event date were not available for analysis. There is no evidence that the lubrication servicing was performed on the reported devices. As a result, the reported event was confirmed on (B)(6). The reported event could not be confirmed on (B)(6). Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "battery disconnections" event involving batteries (B)(6) can be attributed, but not limited, to momentary disconnections between the batteries and controller. The most likely root cause of the reported ¿battery disconnections¿ involving (B)(6). Can be attributed to a damaged connector possibly due to the handling of the battery. Additional products: battery (B)(6). D10: yes, return date: 2019-05-31 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery (B)(6). D10: yes, return date: 2019-05-31 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery (B)(6). D10: yes, return date: 2019-05-31 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery (B)(6) d10: yes, return date: 2019-05-31 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 2017-03-31 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no. Mfg date: 2016-03-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 2017-03-31 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no. Mfg date: 2016-03-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 2017-03-31 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no. Mfg date: 2016-03-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were abnormal battery disconnections from the controller. The batteries will be exchanged. No patient complications have been reported as a result of this event.